Event description:
Patient stated he has had elevated blood glucose readings, for the last two weeks and his infusion device is making a grinding noise. He stated he smells insulin, but has been unable to determine where the smell is coming from. He stated that two weeks ago, he got a blood glucose reading of "hi" on his blood glucose monitor. A normal reading for him is around 7.8 mmol/l (140 mg/dl). He was able to bolus to bring his readings down. He stated that he smelled insulin during bolusing. After bolusing, his blood glucose would drop to 2.0 mmol/l (36 mg/dl) and he drank orange juice to bring his readings up. Symptoms of elevated blood glucose were blurred vision and frequent urination. Symtpoms of low blood glucose were dizziness. The pt was advised to remove all of his supplies to check for condensation or insulin smell and he found none. He stated he has redness and swelling around his site and he was advised that the insulin was not being absorbed causing the elevated readings. He stated his site was wet and was advised that is the cause of the insulin smell. He stated he does get air bubbles in his tubing and he will disconnect from his site to prime out air. He does not allow his insulin to warm to room temperature before use. The pt did not report assistance by a healthcare professional or second party to address the issue. Product was requested to be returned for eval.